Event description:
On (B)(6) 2013, the distributor contacted animas and reported that the up/down arrow and ok keypad buttons were unresponsive. There was no reported adverse event associated with this complaint. There is no additional information available for this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
Follow up #1 submitted: 04/20/2013 device evaluation: on testing, all of the keypad buttons were unresponsive. The keypad cover was removed for investigation. There was no contamination or defect noted. The pump was opened for investigation and revealed the keypad connector defect. The connector was latched into place and they keypad buttons were fully responsive when tested.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).